Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during device preparation of a steerable guide catheter, the dilator could not be flushed. Several attempts were made to flush the dilator. To troubleshoot, a guide wire was placed through the dilator to see if it would pass through, and there was resistance. The guide wire could not pass. The tuohy was removed to determine if that was the root cause, but it was not. A replacement was opened, which was a similar lot and could not be flush. A third sgc from a different lot was able to be flushed and was used to complete the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.